Event description:
A report was received that the patient was experiencing pain at the lead insertion site. The physician observed erythema and edema, and discomfort with the stimulation. The patient underwent a lead revision procedure and the physician chose to explant the lead. The patient was administered antibiotics and is reportedly doing well. There are no signs or symptoms of infection.

Event description:
A report was received that the patient was experiencing pain at the lead insertion site. The physician observed erythema and edema, and discomfort with the stimulation. The patient underwent a lead revision procedure and the physician chose to explant the lead. The patient was administered antibiotics and is reportedly doing well. There are no signs or symptoms of infection.

Manufacturer narrative:
Device evaluation indicated that the lead was cleanly cut approximately 18 inches from the proximal end. The distal end portion of the lead was not returned. The damage to the device is consistent with damages during explant procedure and is not considered a failure. A review of the sterilization documentation for the explanted device found them to be satisfactory.